Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the device explantation report, the active electrode was found completely outside of cochlea and was explanted. Additionally partial ossification of the basal turn of the cochlea has been observed intraoperatively. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reports pain during the stimulation of some channels and experiences hearing sensation only when channels 1 and 2 are stimulated. It was reported that the electrode had fully extruded from the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports pain during stimulation on multiple electrodes channels, while having hearing sensation only by stimulating 2 electrode channels. Diagnostic imaging is planned to determine the electrode position and re-implantation is considered but not scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
The patient reports pain during stimulation on multiple electrodes channels, while having hearing sensation only by stimulating 2 electrode channels. Diagnostic imaging is planned to determine the electrode position and re-implantation is considered but not scheduled yet.